Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report. Please note that the date of event indicated is approximate.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available. Please reference report number 2320721-2006-00555 for documentation of the event as it pertains to the meter used.